Manufacturer narrative:
Follow-up # 1 date of submission 3/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 3/01/2016 with the following findings: during visual inspection, it was observed that the returned battery cap and the battery compartment threads were damaged. It was also observed that the battery compartment was cracked from the thread area to the case seal. The returned battery cap was unable to fully tighten to the pump and continued to spin but the pump was able to power on with it.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.